Manufacturer narrative:
Other relevant device(s) are: product ID: 3389-28, serial/lot #: unknown. Product ID: 37086, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative regarding a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient's device showed low impedance between contact pairing 0 and 3. It was unknown if there were any external factors which led to the event. The patient's ins required replacement due to normal depletion, regardless of the low impedance. The ins was replaced, and there was still low impedance on contact pairing 0 and 3. No further symptoms or complications were reported or anticipated in association with the event. [Refer to manufacturer report #9614453-2019-03764 for details pertaining to the reportable related event.]

Manufacturer narrative:
Concomitant medical products: product ID: 3389-28, implanted: (B)(6) 2009: product type: lead. Product ID: 37086: product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that the patient didn't experience any symptoms, no troubleshooting was performed, and the cause of low impedance was not determined. No further actions were planned, but the issue was not resolved.